Event description:
It was reported by svc report that both of the height adjustment racks were bent. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.